Manufacturer narrative:
(B)(4). Concomitant medical products: 010000985, g7 freedom const e1 lnr 36mm g, 3476107 multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06015. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient's left hip was revised approximately one month post implantation due to dislocation. Patient revised (B)(6) 2017 due to recurrent dislocation, components all removed. Hematoma found and removed during this procedure.

Manufacturer narrative:
Reported event was confirmed with the review of operative notes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.